Event description:
It was reported that the patient underwent a left knee revision to remove zimmer biomet product due to unknown reasons.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-unknown-tibial tray-unk. MDR: 0001822565-2022-03162. Kne-unknown-bearings-unk. MDR: 0001822565-2022-03163.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Per the information received from follow up, the issue reported was not a revision surgery and hence there is not issue with zb products. It was determined that the initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.